Manufacturer narrative:
(B)(4). The cause was undetermined.

Manufacturer narrative:
(B)(4). This complaint for damaged transfer set was confirmed. During visual inspection, a broken spike was found. The spike was broken completely off at the base of the spike.

Event description:
A nurse reported to baxter an issue of a damaged transfer set found during use. The nurse stated that the spike of transfer set was broken and found during patient use. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510k number is not available because this product is manufactured for distribution outside of the united states (us). However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.